Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿ battery, model #: 1650 / catalog #: 1650 / expiration date: 28-feb-2017 / serial #: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 28-feb-2016. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650 / catalog #: 1650 / expiration date: 28-feb-2017 / serial #: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 28-feb-2016. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650 / catalog #: 1650 / expiration date: 28-feb-2017 / serial #: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 28-feb-2016. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650 / catalog #: 1650 / expiration date: 28-feb-2017 / serial #: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 28-feb-2016. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650 / catalog #: 1650 / expiration date: 28-feb-2017 / serial #: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 28-feb-2016. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31-dec-2018 / serial #: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 31-dec-2017. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ controller ac adapter model #: 1430us / catalog #: 1430us / expiration date: unk / serial #: (B)(4). UDI #: asku. Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: unk. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ controller ac adapter model #: 1430us / catalog #: 1430us / expiration date: 13-aug-2019 / serial #: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 13-aug-2018. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ controller dc adapter model #: 1440 / catalog #: 1440 / expiration date: unk / serial #: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: unk. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the batteries, controller, controller ac (cac) adapters and controller dc (cdc) adapter exhibited power switching. There were two ventricular assist device (vad) stops along with controller power loss. The batteries, controller, cac adapters and cdc adapter were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller, six batteries two controller ac adapters and a controller dc adapter were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. During the external visual inspection of controller, under 10x magnification did not reveal any hairline cracks around power ports. Failure analysis of the returned devices revealed that devices (controller, one battery, two cac adapters and cdc adapters) passed visual and functional testing. Failure analysis of the other five batteries passed functional testing. Visual inspection of five batteries revealed an illegible release indicator on the output connector. This is an incidental finding not related to the reported event. The release indicator is located on the output connector to assist the patient during a connection or disconnection of a power source. The most likely root cause of the illegible indicator on the output cable can be attributed to patient use or due to wear. Review of log file analysis file revealed one ventricular assist device (vad) stop alarm on 15-sep-2019 due to physical disconnection of the driveline from controller; premature power switching events due to momentary disconnections involving one battery and another battery within analyzed period. Additionally, two controller power-up and associated pump start events were recorded on 08-oct-2019 and 20-oct-2019 at 20:06:16 and 19:08:53 respectively. The data point prior to the first loss of power revealed that one battery was connected to power port one (1) with 88% relative state of charge (rsoc) and no power source was connected to power port two (2). The data point after the first controller power up event revealed that the one battery was connected to power port one (1) and a power adapter was connected to power port two. The data point prior to the second loss of power revealed that one battery was connected to power port one with 97% relative state of charge (rsoc) and another battery was connected to power port two with 85% rsoc. The data point after the second controller power up event revealed that the second battery was connected to power port one and no power source was connected to power port two. The controller was without power for 33 second and 12 second respectively. There is no evidence of power source lubrication procedure performed on the returned devices. As a result, the reported event was confirmed. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disco nnection on one power source. An internal investigation was initiated to capture events involving the controller losing power. The most likely root cause of the premature power switching events can be attributed to momentary disconnections between the controller and batteries. An internal investigation evaluated momentary disconnections. Additional products: bat314046 d10: yes, return date: 04-nov-2019 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 135 h6: FDA conclusion code(s): 19, bat315295 d10: yes, return date: 04-nov-2019 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 135, 3213 h6: FDA conclusion code(s): 12, 19 bat315482 d10: yes, return date: 04-nov-2019 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 135 h6: FDA conclusion code(s): 12, 19 bat315565 d10: yes, return date: 04-nov-2019 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 135 h6: FDA conclusion code(s): 19 bat314094 d10: yes, return date: 04-nov-2019 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 135 h6: FDA conclusion code(s): 19 bat590401 d10: yes, return date: 04-nov-2019 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12 cac201260 d10: yes, return date: 04-nov-2019 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 cac212563 d10: yes, return date: 04-nov-2019 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 cdc202381 d10: yes, return date: 04-nov-2019 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.